Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the intestinal tube was dislocated. The intestinal tube had a strong pull and the peg tube had to be shortened to reduce the pull. The whole system required change, according to the patient's physician. On (B)(6) 2024, the intestinal tube was successfully changed and a 3-4 cm bezoar was observed on the old intestinal tube.